Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 6 states, ¿inadequate range of motion due to improper selection or positioning of components.¿ number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ this report is based on allegations set forth in patient¿s complaint, and the allegations contained therein are unverified. This report is number 1 of 4 mdrs filed for the same event (reference 1825034-2013-04143/04146).

Event description:
Legal counsel for patient reported that patient underwent right total hip arthroplasty on (B)(6) 2010 and a left total hip arthroplasty on (B)(6) 2010. Patient's legal counsel reports patient allegations of pain, swelling, inflammation, bone/tissue damage, lack of mobility and metallosis. Subsequently, the patient underwent a revision of the right hip on (B)(6) 2012 and a revision of the left hip on (B)(6) 2012. A review of invoice history confirms the modular heads and taper adapters were removed and replaced bilaterally. No further information has been provided to date. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Legal counsel for patient reported that patient underwent right total hip arthroplasty on (B)(6), 2010 and a left total hip arthroplasty on (B)(6), 2010. Patient's legal counsel reports patient allegations of pain, swelling, inflammation, bone/tissue damage, lack of mobility and metallosis. Subsequently, the patient underwent a revision of the right hip on (B)(6), 2012 and a revision of the left hip on (B)(6), 2012. A review of invoice history confirms the modular heads and taper adapters were removed and replaced bilaterally. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received in revision operative notes from (B)(6), 2012 indicates the presence of fluid, dark staining of soft tissues consistent with adverse local soft tissue reaction. Revision operative notes from (B)(6), 2012 indicates the presence of fluid and darkish-stained synovium. Patient revision operative notes also confirm the modular heads and taper adapters were removed and replaced during both revision surgeries.